Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the device was returned to the service facility for evaluation. During evaluation, the reported issue of poor image quality was confirmed; the prevue¿s ultrasound image is dark. The site rite prevue was visually inspected upon receipt and was found to be in poor physical condition. The root cause is due to an internal failure within the beamformer. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number.

Event description:
Per biomed - images are coming out very dark.